Event description:
On july 15, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra (otu) meter was reading inaccurately high. The patient was unwilling to provide additional information regarding the alleged issue or event when the medical affairs specialist (mas) spoke to the patient on july 22, 2008. The patient was not willing to indicate when the alleged meter issue began. He alleged that his otu meter was reading inaccurately high compared to his normal, expected blood glucose levels. He also claimed that he performed a control solution test on the reported meter that failed high. As a result of the alleged meter issue, the patient reportedly administered self-care by increasing his dosages of diabetes medications. The patient increased his actos medication from 22 mg to 45 mg. He also increased his glyburide dosage(s) from 5 2.5 mg to 5 mg. On an unspecified date/time after the alleged meter issue began, the patient claimed that he developed symptoms of weakness, hunger, and shakiness. It is not known what actions the patient took before and after the symptoms developed. The patient reportedly performed a control solution test with the alleged meter that failed high. He got a result of 143 mg/dl. The control solution range was 92-123 mg/dl. He also reportedly performed a control solution test on a one touch ultrasmart meter that failed. However, the one touch customer advocate (otca) noted that the patient was using control solution that expired in 2006. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged meter inaccuracy began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.